Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4). Method: device work order search. Result: a device work order search was performed and no similar complaints were found within the work order. Conclusion: based on the complaint history, device work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated that the surgeon used a ks-ni2 aq310ain 17.0 diopter preloaded injector. Prior to implantation when handling the rod, the rod passed over the lens and became stuck in the injector. Lens was not implanted and there were no adverse events reported.

Manufacturer narrative:
Method: data analysis. Results: data analysis performed by staar japan determined that the performance of the preloaded injector system degraded with aging after sterilization and this is more frequent in low diopters (12.5d-16.0d). In addition, the mechanism of the irregularity (lens does not travel as intended) was identified. The key findings was the nature of the lens per different diopter sizes. The low diopter lenses (12.5d-16.0d) contact more on the bottom and ceiling of the cartridge compared to the medium and high diopter lenses. Therefore, it is concluded that the root cause of this nonconformity is the design of the product. (B)(4).